Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two weeks post implant the right atrial (ra) lead was successfully repositioned due to a dislodgment. The lead remains implanted in the patient. No adverse patient effects were reported.